Manufacturer narrative:
To date the device involved in the reported incident has not yet been received for evaluation. An investigation has been initiated based on the reported information. Integra lifesciences corporation is filing on behalf of the initial distributor j. Jamner surgical instruments.

Event description:
The user facility reported that the tip broke off a heaney-ballentine hysterectomy forcep during a hysterectomy procedure. An x-ray was taken and the broken tip was removed. No patient injury reported.